Event description:
It was initially reported that the pt was having high impedance on both normal mode and system diagnostics with eri=yes. The pt was also said to have an increase in seizures, which is below baseline and has been attributed to the high impedance and/or eos condition. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.